Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Rows at the proximal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. After predilating the lesion, a 28x3.0mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion. The procedure was completed with a promus element device. No patient complications were reported and the patient's status is stable. However, the device analysis revealed stent damage.